Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(4) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the endotracheal tube (ett) tube could not be disconnected from the vent tubing without the assistance of a "disconnect wedge or tooth." This occurred with a patient and the patient coded and required resuscitation. No additional information was provided.

Manufacturer narrative:
The device history record for the reported lot number, m18107t503, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One used suction catheter was returned. The associated mating component (flex connector) was not returned. No product packaging was received. The device was evaluated and the failure was confirmed. The root cause was related to a manufacturing related issue. All information reasonably known as of 08-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.